Manufacturer narrative:
(B)(4). The affected sample was received for evaluation against the reported condition of a leak. The outside diameter of the uv spike was measured and found to be within specifications. This device was visually and functionally tested (clamp, clear passage, leak) per product specifications. These testing methods were unable to confirm the reported condition, as the device functioned within the desired specifications. The visual inspection did note a cut in the tubing, though this condition is being addressed in a separate complaint file ((B)(4)). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported a leak at the spike of a uv flash transfer set. This observation was made outside of patient use. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.